Manufacturer narrative:
An event of "vascular hematoma and active bleeding from the left femoral puncture site" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 6mm amplatzer duct occluder and a 6/4mm amplatzer duct occluder ii were implanted. Post-implant, vascular hematoma and active bleeding from the left femoral puncture site was observed and manual compression was applied. Of note, an episode of hypotension was observed and related to the bleeding. The patient was transfused 1 unit of packed red blood cells. No patient consequences were reported. On (B)(6) 2021, additional information received reported that the 7f amplatzer trevisio delivery system (batch/lot: 7507123) was used in the left access site. An additional 6mm amplatzer duct occluder (batch/lot: 6987723) was attempted to be implanted, however the occluder embolized to the pulmonary artery and was retrieved via snare. In addition, the 5mm amplatzer duct occluder (batch/lot: 7456394) was mis-sized. Clinical study patient ID: (B)(6).